Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric and 75% stenosed distal circumflex artery. An intravascular ultrasound (ivus) catheter was being advanced over a whisper ms guide wire when resistance was met. The ivus was continued to be advanced when there was stronger resistance and the two devices had to be removed together. As the devices were being removed through the guiding catheter, there was resistance and the devices were pulled with force causing the guide wire tip to separate. Angiography was performed; however the tip could not be found in the anatomy. The separated tip was finally found in the rotating hemostatic valve (rhv) and was removed without difficulty. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the detachment of the device was confirmed via returned device analysis, although the reported difficult to remove and difficult to position was not confirmed due to the condition of the returned device. Based on the visual and dimensional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incident reported from this lot. It should be noted the hi-torque whisper guide wires instructions for use (IFU) states the following: do not push, auger, withdraw or torque a guide wire that meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the tip of this product. Determine the cause of resistance and take appropriate remedial action. Do not apply force if resistance occurs between this device and the interventional device used with this guide wire during procedure. Check the cause of resistance by removing the interventional device and this product as a single unit. Failure to do so may result in vessel trauma, damage/tip separation of this device, and also damage of the device used with this device. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.